Event description:
When beginning to mix the cement, the black missing piece broke off of the mixing arm, which caused mixer to malfunction and fall to bottom of the cement mixing vessel. The cement was unable to be mixed. New cement and mixer had to be retrieved. This extended or time while new materials were retrieved, set up, and mixed. This was also a waste expense for the broken piece.